Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred with a one link extension set. The leak occurred at the joint where the syringe connects to the tubing. This was observed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.